Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s remote monitoring system issued a red alert due to the pacemaker entering safety mode. Boston scientific technical services (ts) discussed that analysis would be necessary to determine the cause of the issue. Ts recommended deice replacement. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three divide by zero faults; these triggered three system faults causing this device to enter safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that increasing, yet in-range, impedance measurements were noted on the right ventricular channel. This device was explanted and the associated right ventricular (rv) was surgically abandoned. Both were successfully replaced. No adverse patient effects were reported.